Event description:
It was reported via repair work order that the brakes could not remain engaged due to missing brake pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the brakes could still be engage using an alternative pedal. This issue is not likely to result in serious injury or death as the unit could still be put into brake if needed. Therefore, this issue was not reportable.

Event description:
It was reported via repair work order that the brakes could not remain engaged due to missing brake pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.